Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal. Functional testing was able to duplicate the reported port problem. It was determined that the root cause was due to customer damage. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that port is broken. There was unknown patient involvement. The device evaluation found a cracked downstream occlusion (dso) seal.